Manufacturer narrative:
The electrode lot number was 31243847. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the electrolyte analyzer w/o starterkit 9180. Patient 1 initial result was 117 mmol/l, and the repeat result was 138 mmol/l. Patient 2 initial result was 118 mmol/l, and the repeat result was 142 mmol/l. Patient 3 initial result was 119 mmol/l, and the repeat result was 141 mmol/l.

Manufacturer narrative:
The customer replaced the reference electrode housing. The investigation determined that the customer's actions resolved the issue.